Manufacturer narrative:
A review of the device history record was performed and found no issues or discrepancies. The device met all required specifications upon its release. The guidewire was also kinked at 138.5cm from its proximal end and the ptfe coating was peeled off its proximal section. No other anomalies were observed. The damages noted to the returned guidewire are indicative of resistance or jamming during advancement. A definitive root cause for the observed damages cannot be determined. Additional information reported from the user facility confirmed that the devices were inspected prior to use and found to have no anomalies. The noted damages were likely caused during handling of the device during preparation. Device analysis also confirmed ptfe peeling. From the condition of the wire at the peeled locations, it appears the torque device was insufficiently tightened thereby causing the peeling. As the device directions for use (dfu) specifically instructs the user that this can lead to guidewire damage including ptfe peeling, the cause of the ptfe coating peeling was related to use/user error.

Event description:
Analysis of the returned guidewire revealed severe peeling of the polytetrafluoroethylene (ptfe) coating. There was no consequence or impact to the patient.